Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the grips of the safety sleeve are bent and the injector needle was exposed, verifying the reported incident. A device history review was performed for reported lot 2410005, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Testing results were reviewed for the reported lot and found all product met required specifications, no issues related to this incident were found. It is important to grip the white injector components when engaging/ disengaging; do not grip the blue safety sleeve. If the safety sleeve grips become dislocated, the injector is activated causing needle exposure. To prevent damage to the handles of the safety sleeve, the injector must be removed by pulling it backwards and must not be forcefully engaged. The instructions for use must be carefully followed when using phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on our sample evaluation, it was determined that needle became exposed due to the connection/disconnection of the device. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H11. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported broken. Event description: it was reported that the lock broken during n35 operation, and the injector needle was exposed.